Event description:
During ivtm therapy, customer noticed the saline bag was low. Connections were secured, quattro catheter (lot #unknown) was replaced the following morning. Quattro catheter placed by an intensivist. No additional information was provided from customer. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
Additional information b5, patient expired and .d4 catheter lot number. The reported complaint of the 500ml saline bag was low and saline leak observed was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from manifold during lumen crosstalk test. The probable root cause could be a manifold molding defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Noticed blood residues on the balloons and in luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the returned catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the manifold during the lumen crosstalk test; though, confirming the reported complaint. In addition, the catheter's leak was inspected under a microscope, and a leak coming from the surface of manifold was observed. There was no sign of damage on the surface of manifold. It's possible due to a manifold molding defect. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaint reported for quattro catheter with lot number 175600. Event of death is probably related to the patient's clinical condition. Zoll investigational results: the reported problem was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from manifold during lumen crosstalk test. The probable root cause possible due to a manifold molding defect. The customer will benefit from additional training on how to handle suspected catheter leak. Death is an anticipated event. The event is not related to device and procedure.

Event description:
During ivtm therapy, customer noticed the 500ml saline bag was low and saline leak on the patient bed. Connections were secured, quattro catheter (lot #175600) was replaced the following morning. Quattro catheter placed by an intensivist. No additional information was provided from customer. On (B)(6) 2022, the thermogard ivtm system generated an alarm and it is unknown if the customer use the same thermogard ivtm system to continue with treatment. Also, it is unknown if the saline bag was replaced. Per additional information received on 9/28/2022, the patient expired.

Manufacturer narrative:
Correction in section b2, h1 and h10: death is selected in b2 and h1. The qa review maufacturer narrative in h10 has been updated. The reported complaint of the 500ml saline bag was low and saline leak on the patient bed was confirmed during the functional testing of the returned catheter. A water emission/leak was observed from manifold during lumen crosstalk test. The probable root cause could be a manifold molding defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Noticed blood residues on the balloons and in luered tubings. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the returned catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the manifold during the lumen crosstalk test; though, confirming the reported complaint. In addition, the catheter's leak was inspected under a microscope, and a leak coming from the surface of manifold was observed. There was no sign of damage on the surface of manifold. It's possible due to a manifold molding defect. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for quattro catheter with lot number 175600. Event of death is probably related to the patient's clinical condition. The customer will benefit from additional training on how to handle suspected catheter leak. Death is an anticipated event. The event of death is not related to device and to procedure.